Manufacturer narrative:
(B)(4).

Event description:
A report was received from an eye care professional that a contact lens wearer experienced watering and moderate pain, right eye, associated with wear of dailies aquacomfort plus contact lenses. Examination revealed conjunctivitis and ulceration, approximately 2 mm in size and located in the mid-periphery at the one o'clock position, with infiltrates. Visual acuity in her right eye was noted as 0,8 at examination. Pre-event acuity noted as 1,0. The patient was referred to an ophthalmologist for further diagnosis and treatment. Request has been made for additional details, however, no further information has been provided at the time of this report.